Event description:
It was reported the pump and catheter implant initially was attempted in 2007. The catheter did not stay in the spine and the surgery was discontinued. After the patient had healed a new pump and catheter were implanted approx a month later. The patient is currently doing very well.